Event description:
In the reported case, the pump triggered an alarm during pumping, declared as alarm 20. This did not lead to the customer's blood glucose level exceeding 500 mg/dl, indicating no adverse impact on their blood glucose levels. Customer support assisted the customer in loading a new cartridge using the correct technique; however, the issue persisted, leading to a decision to replace the pump. The customer will continue using the current pump as backup therapy until the replacement arrives, and instructions were given on returning the problematic pump using a pre-paid label.